Manufacturer narrative:
Zoll service personnel evaluated the thermogard xp ivtm system (sn (B)(4)) at the customer site. The reported complaint that "the thermogard console displayed an error message upon starting the system" was confirmed during the system's event log data review but was not confirmed during functional testing. As reported, the customer did not recall the error code. The system's event log data revealed multiple mid:09 (air trap assembly) error messages around the customer's reported event date. The mid:09 error was not replicated during functional testing. The root cause of the intermittent occurrences of the mid:09 error was most likely due to the air trap sensors being temporarily blocked due to an overflow of saline into the console air trap holder, caused either by a leaking start-up kit (suk) or attributed to user mishandling. During device inspection, traces of saline were observed on the air trap sensor block. However, no recently reported event was found for a leaking suk associated with this thermogard console. No apparent physical damage was observed on the thermogard console during visual inspection. It was noted that the level of the coolant batch (glycol) inside the coldwell was low, below the minimum, attributed to user mishandling/ negligence. The zoll service personnel refilled the coldwell with fresh coolant. The system passed the functional testing with no issues or errors. The air trap sensor printed circuit board (pcb) was inspected, and no damage was found. Zoll service personnel noticed some traces of saline on the air trap sensor block and concluded that most likely saline droplets had caused the sensors to be blocked, triggering mid:09 error messages. However, saline diffusion into the air trap holder did not result in failed component(s) on the air trap pcb, and the system functioned as intended. The air trap's sensor block was wiped and cleaned. Following service actions, the thermogard console passed all tests with no issues, and readings were within the specified limits.

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(4)) displayed an error message upon starting the system. The customer did not recall the error code and could not clear it. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.